Manufacturer narrative:
Part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows a fast fix device. No suture or anchors are visible. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No relevant clinical information was provided for inclusion in this medical investigation. Although we cannot rule out a procedural variance as the likely cause of the reported failure. According to the report, there was a delay less or equal than 30 minutes and the procedure was completed with a smith and nephew back up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscus repair procedure, the t2 of the fast-fix could not be deployed. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.